Manufacturer narrative:
Corrected data: e3 (inadvertently omitted from the initial report). H10 - per the customer¿s response, the following additional information was obtained: 1) the device was reprocessed before it was returned to olympus. 2) the device was not used on the patient with foreign material attached to it. 3) the device was appropriately precleaned without any delay after the procedure. 4) accessories were reprocessed with abnormality. 5) manual cleaning was performed within an hour after the procedure. 6) the device was appropriately rinsed before manual disinfection. 7) it¿s unknown whether all scope channels were connected with tubes when the scope was set up into the aer/ewd. 8) it¿s unknown whether the air/water channel was flushed with water and air by using mh-948 or other equipment. 9) there was no effect from other products/reprocessing accessories/aer/ewd involved in the event. 10) it¿s unknown whether the instrument/suction channel aspirated water using the suction pump. 11) the brushed point related to the instrument channel, suction channel, air/water valve/suction valve, and the biopsy valve were checked. 12) it is unknown whether the auxiliary water channel was flushed with water by using the flushing pump or manual. 13) the forceps elevator was flushed appropriately. 14) it is unknown whether the distal end was brushed with the channel-opening brush or maj-1888. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material located inside the channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the colonovideoscope had foreign material exiting from the channel. The issue occurred during preparation for use, and the diagnostic procedure was completed with a similar device and without delay. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The channel cleaning brush would not move smoothly due to the clogged channel tube; the forceps would not move due to the blocked channel tube; the angulation in the up direction was out of standards due to the worn angle wire, the gap on upward/downward angulation control knob was out of standards due to the worn angle-wire, the water supply quantity was out of standards due to the deformed nozzle, the bending section cover adhesive was broken, the distal end was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.